Event description:
It was reported that over a 6 month period, two consecutive refills showed volume discrepancies outside of the accepted values. The patient had been relatively stable therapeutically with minor adjustment made with programming. The patient later experienced headaches and stomach issues. A volume discrepancy was noted with the estimated reservoir volume at 5 ml and the actual reservoir volume was 7.5 ml - a 7% discrepancy. Telemetry was performed where a critical alarm, that was not heard, was recorded along multiple motor stalls and recoveries. 11 motor stalls and recoveries were recorded over a one month period. All showed recoveries within one hour. The patient's mother was unaware of any sources of emi present initially, but recalled the patient slept on a magnetic bed and all the motor stalls had occurred at night while the patient was in bed. A dye study and pump replacement were scheduled, but both were cancelled after learning of the potential source of emi. The mattress was removed and the event logs were checked after one week. No further motor stalls were recorded. Volumes will be checked at the patient's next refill for any further discrepancies.